Event description:
International affiliate reports swelling around the valve due to cerebrospinal fluid leakage. The surgeon planned revision of the valve, but found the peritoneal catheter was split. The surgeon cut the split portion of the catheter from the valve and returned for evaluation.